Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Moisture damage was found on electronic assembly. Device was received with minor scratched display window, cracked case at display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and alarm could not be cleared. The device was not exposed to a magnetic field or dropped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.